Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Visual inspection of an instrument noted a brown stain on the handle of the instrument. The most probable cause for the observed stain is tape by a supplier. The supplier used tape to bind the handles together. Functional testing of all of the devices confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of particulate matter that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a procedure. On the first fire, the device broke. A component of the device broke off. In order to resolve the issue and complete the case, used another product.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.